Event description:
As reported by the user facility: reports the set leaked at the spin-lock connection. This was noted during herceptin administration. The pt did not receive the complete dose; amount pt did receive is unk. The pt also had to dispose of several personal items due to the exposure. Customer stated the male luer fitting on the set "looks chewed up." During a follow-up call to the facility, the reporter confirmed there was no injury or intervention needed to the pt as a result of this incident, but reporter was concerned that it could if to reoccur.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. If the physical sample is received or if additional pertinent info becomes available, a follow-up report will be filed.